Event description:
On 07/2002, kmi received notification of an explant of a wrist fusion system by a dr to address pain experienced by the pt fifteen (15) months after the device was initially implanted. There was no report of defective or broken components.